Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and had low reservoir alarm. The customer¿s blood glucose level was 187 mg/dl at the time of the incident. When she did the pump alarmed off no power, the screen went blank, and a battery did not bring the display back. Troubleshooting stopped moving to blank display. The customer was assisted with troubleshooting and the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had blank display due to faulty mother board. Unable to perform idle current test, run current test, self-test, off no power test, displacement test or verify battery power loss alarm, off no power alarm due to blank display. Insulin pump was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.